Event description:
It was reported the device broke in half during preparation. There was no patient contact. No further details were reported.

Event description:
It was reported the device broke in half during preparation. There was no patient contact. No further details were reported.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. Visual inspection of the returned guidewire showed 38 cm of polymer coating at the distal tip of the guidewire had been peeled off. The missing polymer coating was noted to be contained within the microcatheter that had been used in conjunction with the subject guidewire. There was no evidence of fracture to the corewire as initially reported, therefore, the complaint was unable to be confirmed. It is likely the damage occurred as a result of handling of the device. However, based on analysis of the device and available information, a root cause was unable to be determined.